Event description:
At the end of an arteriogram, during deployment of a perclose device to the left common femoral artery, the device misfired and was removed from the patient. A new device was successfully deployed.